Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2018) is known. Batch # p58m78. Device evaluation summary: the analysis results showed that the cs40g device was received in with no apparent damaged and with one reload present. The reload was received fully fired, with the washer uncut, and with the anvil and washer detached. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, cs40g: front plastic part of tip dropped as soon as nurse unpacked. There were no patient consequences reported.